Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error. In the alarm history there were multiple error alarms present. The customer's blood glucose was normal. No specific value was provided. Nothing further was reported.